Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. However, sales rep will try to obtain the device. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, the constrained liner dislocated so the surgeon revised. The entire bipolar construct dislocated from the liner itself.